Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-41, lot#: va10cbv, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient used the phrase "not doing the work that it used to" to describe that they were feeling the stimulation in a different place then they were before, since it was put in. It was noted that they really twisted their ankle, which caused the fall. The device was reprogrammed about two weeks after the report and it started working, either due to the program change or it worked itself out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-41, lot# va10cbv, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell about a week prior to the report, on (B)(6) 2017. The weekend prior to the report, they noticed that they could no longer feel the lead with their fingers, noting that they used to feel a little bump between their legs where the lead was. They also stated that the stimulation sensation moved; they felt it in the middle, back of their leg. It was not doing the work that it used to. They tried changing programs, but that didn't change the stimulation sensation. They wanted to know if they needed a revision surgery. They were going to follow-up with a healthcare professional (hcp) to examine the leads and pocket. There were no further complications reported or anticipated.